Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 error alarms or perform displacement test due to motor error alarms. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, crackled belt clip slot, cracked battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported that the device had a motor position encoder error alarm. Blood glucose level at the time of the incident was 73 mg/dl. Customer reported that she was on pain medication due to having a broken back. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.